Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did back to back blood glucose tests. His result was 51 mg/dl, and after reinserting the same strip back into the meter, he obtained 68. He reported that within 5 minutes he tested with a new strip obtaining 162. His next test was 138, (he does not recall if he reinstered his previously used strip, or if it was within 5 minutes), he tested with a new strip obtaining 162. His next test was 138, (he does not recall if he reinserted his previously used strip, or if it was within 5 minutes), nor did not have any recollection of coverage. The rptr did not have any symptoms. Due to expired control solution, no testing was done during troubleshooting.